Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, recommendation was made to change pump cartridge and infusion set as well as keeping vents clear.